Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 586 mg/dl and 520 mg/dl. The customer treated high blood glucose with a manual injection 15 units was delivered. The insulin pump constantly alarmed no delivery. The customer saw blood on cannula after pulled out set. The customer was advised to rewind the insulin pump, reinsert reservoir and run manual prime to at least 5.0 units. Customer stated that the insulin pump did not alarm no delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm was noted during testing.